Event description:
Unable to fully deflect the catheter after placement in the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for decanav electrophysiology catheter, decanav electrophysiology catheter (per site reporter), mfg notified by site.